Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), and loss of capture on the left ventricular channel. The left ventricular lead remains implanted, but has been programmed off. No adverse patient effects were reported.